Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Legal claim received. The claim alleged a failed aml stem. The medical records were reviewed for MDR reportability and they confirmed pain, fractured left femoral component, and loose stem proximally. It should also be noted that the poly liner was changed due to being implanted 10 years, but there was no mention of poly wear.